Event description:
It was reported that the labels are lifting with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: tube label does not stick perfectly in k2edta tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are lifting with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: tube label does not stick perfectly in k2edta tube.